Manufacturer narrative:
B1: corrected to adverse event in initial MDR. B2: corrected to required intervention to prevent impairment/damage (devices) in initial MDR b5: "the lens was replaced with a shorter length/ same model lens on 15/03/2022. This resolved the problem." Should be added to the initial MDR. D6b: explant date (B)(6) 2022 should be added to initial MDR. H1: corrected to serious injury in initial MDR. H6 - corrected to health effect - impact code: 4629. Claim #(B)(4).

Manufacturer narrative:
Corrected to claim # (B)(4). Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -12.0/2.0/92 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6)2021. Excessive vaulting was reported. The cause of the event was reported as unknown. Lens remains implanted.

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).